Manufacturer narrative:
The technician found the scale had not been zeroed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 through 2012. It is unk if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed exit could not be set. The bed was located in the repair area at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).